Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for broken tube walls with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for broken tube walls was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Root cause: silica clot activator is sprayed on to the tube walls and then a nozzle which blows hot air enters the tube to dry the spray. It appears in this case a nozzle has contacted the lip of a tube which has caused it to deflect. This nozzle, which is hot, has then contacted the outside of a number of tubes which it has melted.

Event description:
It was reported that the wall of the bd vacutainer® sst ii tube was crushed and broken. No injury or medical intervention.